Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned angled drill confirms the reported observation. A component of the drill is missing entirely and not returned. It is not intended that this end cap component be removed from the instrument at any time. A complaint database search finds no previous reports of any kind against this product / lot combination. Lot code a0409 signifies manufacture during april of 2009 and so has been in service for an extended period of time. Although this is not intended to be disassembled it is suspected this component may have been removed during a cleaning process and inadvertently lost. The investigation is not however able to conclusively determine a root cause. There is no trend for this end cap component becoming unintentionally detached from this instrument. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip is broken.